Event description:
This patient had a left total knee in 1996. She presents at this time with interesting pain and difficulties with activities of daily living. She was admitted for revision of left total knee arthroplasty. The tibial components and patella were removed and replaced.